Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the cause of the high impedance was not determined. No further actions/interventions are planned. The customer will visit the patient next month. Patient is ok and without symptoms. The high impedance was resolved at the electrode where impedance was high with the percept pc. The replacement percept rc high impedance on other electrodes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the patient's implantable neurostimulator (ins) replacement, impedance on segment 10a and 9a were high, out of range (red x - high). After ins replacement, the impedances of 10a and 9a were okay, in range, and instead segment 9b, electrode 8 and 11 were out of range/high. The session report showed the out of range monopolar contacts were >5k and >10k for bipolar contacts. No symptoms were reported. The surgeon tried removing the extension from the ins and inserting it again several times, then testing the impedances, but there was no improvement. Since the therapy electrode (10) had all the impedances in range, the surgeon decided to close. The surgeon was sure that the extension was ok, no damage, as the 10a and 9a segments now had normal impedance. The surgeon was sure that the extension could not have been inserted deeper than it did into the stimulator connector. The issue was not resolved.